Event description:
It was reported that patient underwent a surgical procedure involving his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and replaced. With a new inflatable penile prosthesis (ipp).